Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft procedure, while employing a running suturing technique, the suture thread broke. Another suture was used to complete the case. There was no patient injury.